Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Visual inspection revealed that the scope was very blurry. Traces of usage are seen around the whole scope. Also, the outer tubing was lightly bent, dents were visible in the optical system, the keel is missing, and optical components inside the optical system are broken. The dents in the outer tube as well as the bent outer tube are the consequence of improper handling or usage of the scope by the customer. The moisture inside the optical system is the root cause for the blurry image and is caused by leakage which could be detected on the distal end on the soldering joint of the negative. Such a leakage is caused by many micro cracks in the soldering joint which are the consequence of improper handling or usage or can be caused by long usage time. The exact root cause for the missing keel can only be assumed. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the optics of the scope appeared to be blurry during device preparation.

Event description:
It was reported that the optics of the scope appeared to be blurry during device preparation.

Manufacturer narrative:
Upon receipt of additional information on (B)(4), 2013 a missing keel tip failure was observed and we are reporting at this time. (B)(4). Additional information will be provided once the investigation has been completed.